Event description:
It was reported that the pump battery could not be charged. The customer experienced an elevated blood glucose (bg) level of 567 mg/dl. Bg was addressed via manual insulin injection. The pump successfully began charging after leaving the pump plugged into the power source for an extended period of time.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.